Event description:
It was reported that during an unrelated procedure, the rv capture threshold increased. The physician decided to change the rv lead. After procedure the patient was in good condition.

Manufacturer narrative:
(B)(4).